Manufacturer narrative:
(B)(6). A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd intima-ii closed IV catheter system had been placed in an elderly patient for an infusion on (B)(6) 2016. At 8:00 pm on (B)(6) 2016, the patient removed the IV. Upon inspection of the IV part of the catheter was found to be missing and the nurse could not locate it when she searched the patient's bed. The patient received an x-ray to locate the broken piece of catheter but the catheter was not located within the patient's body.

Manufacturer narrative:
Correction: on (b)(6 2016, the bd rep. In (B)(4) indicated that the gender of the patient is female and not male. Sex: female. Additional information: age at time of event: (B)(6) years old. The patient¿s condition is stable and she was discharged from the hospital. Other relevant history, including preexisting medical conditions: the patient was hospitalized for "gonarthritis". Device evaluation: results: one used sample was returned for evaluation. A microscopic inspection revealed a broken catheter with the broken section appearing thin and stretched. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5230299. Conclusion: an absolute root cause for this incident cannot be determined.

Event description:
The patient's condition is stable and she was discharged from the hospital.